Manufacturer narrative:
The manufacturer made numerous attempts to gather additional information and to request return of the device for investigation. To date, no further information has been received, and no product has been returned. This device meets all relevant ul and iec standards. There was no patient harm associated with this reported event. Based on the information available at this time, the manufacturer is unable to confirm the allegation the device experienced a thermal event, and concludes no further action is required. If additional information is received, or if the device is returned to the manufacturer, a follow up report will be filed as appropriate.

Event description:
An end user contacted the manufacturer alleging her continuous positive airway pressure (CPAP) device had experienced a thermal event. There was no harm or injury reported. The manufacturer's investigation is on-going. Upon completion of the investigation, the manufacturer will file a follow up report.